Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets and required assistance by "first responders" to give liquid glucose gel. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the low bg was due to the customer entering 1 unit per 7 mg/dl instead of 1 unit per 70 mg/dl for the correction factor. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer for customer satisfaction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin."